Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer is replacing the display board. Although requested, additional information was not provided. There was no patient involvement